Manufacturer narrative:
The sample was not returned for evaluation. The device history records could not be reviewed, as the lot number was unknown. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (information for use) for this device states the following: potential complications: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots, and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. Filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit for a patient who is at risk of pulmonary embolism without intervention.

Event description:
It was reported, a doctor placed the filter a month prior in a patient who returned to report pain. According to the complainant, CT showed that the filter had migrated to the upper aspect of the ivc, with the filter's limbs spread out and all hooks perforating the caval wall. The doctor tried to retrieve it with a recovery cone, but could not grasp it. The doctor was able to invert it easily from below. Then he used the recovery cone to collapse it and pull it out. There was one fractured time and he used an alligator clip to remove the piece. The doctor reports that the patient is doing fine.